Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025 around 12:00 pm, the patient got a high cgm reading. When a fingerstick was taken by the patient the blood glucose reading was 700 mg/dl while the cgm reading continued to display high. The patient experienced vomiting and was dehydrated. Around 6:00 pm, the patient drove to the hospital after they were unable to lower their blood sugar. When the patient arrived at the hospital, the cgm reading was still high. The patient was unsure and could not remember about any possible fingerstick readings made at the hospital. The patient was treated with intravenous insulin and fluids. She stayed at the hospital for 6.5 hours, after which she was transported to a different hospital. The patient was given a PICC line due to dehydration. The patient was unsure if other medication was provided to her during this time. In the second hospital the patient stayed from 1:00 am to 4:00 pm, after which she was discharged. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.